Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer states that the patient was a baby.

Event description:
It was reported that the IV tubing set separated from the male luer and IV fluids leaked all over the baby. There was no report of patient harm.

Manufacturer narrative:
The customer complaint of a tubing set separating and leaking was confirmed. Visual inspection under microscope noted that both sides of the vinyl tubing that separated from the smartsite outlet port had insufficient solvent applied at the engagement during manufacturing process. No other anomalies observed. The root cause of the leak and separation was identified as a manufacturing issue due to insufficient solvent and no solvent being applied at the junction of the vinyl tubing to smartsite outlet port and male luer.

Event description:
It was reported that the IV tubing set separated from the male luer and IV fluids leaked all over the baby. There was no report of patient harm.